Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration, the device handle shutoff after firing, however when the handle was inserted into the charger after a few days, it was reactivated. There was no patient involvement.